Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was used during a mid-urethral sling for treatment of stress urinary incontinence procedure performed in (B)(6) 2015. According to the complainant, the patient experienced unspecified complications and went to visit an allergist on an unknown date. All other information is unknown. Should additional relevant details become available a supplemental report will be submitted.